Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site. An alarm log review, visual inspection, and functional testing were performed. During the alarm log review and the functional test, a low battery alarm was identified. The cause of the condition was determined to be a low main battery. The battery was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in good working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a low battery. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.